Event description:
It was reported during an unknown procedure, the clips would not advance. Only the first clip was released. Another like device was used. There was no adverse patient consequence.

Manufacturer narrative:
Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was returned in good physical condition. The instrument was cycled, fed, and formed the clips properly. However, the anti-backup was noted to be non-functional. Upon disassembly of the instrument, the feedbar was found to be bent and the anti-backup teeth were noted to be worn out. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.